Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with high idle currents and unresponsive buttons due to a corroded display board. The high predict alerts and battery out limit alarms could not be verified due to the button anomaly. Moisture damage was found at the keypad traces. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Event description:
Customer reported that all the buttons on her insulin pump are unresponsive. She stated that the device was on a table near a pool and that the screen is foggy. Customer reported she removed the battery and reinserted and received a battery out limit alarm. Blood glucose level is 159 mg/dl. Nothing further reported.